Event description:
A surgeon reported a case where no side cuts were noted, after femtosecond laser flap treatment. It was realized after the case that the system was used in service mode, because of which there was no side cut performed. Surgeon redocked, and created a second flap, deeper than the first. Surgeon indicated deeper flap was created, but the flap itself was difficult to lift. At the patient's one day lasik post-operative visit surgeon indicated that the patient had dlk (diffuse lamellar keratitis) that resolved after two weeks. Surgeon noted, upon additional post-operative visit, that patient had experienced regression. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).